Manufacturer narrative:
One smiths cadd-ms® 3 ambulatory infusion pump was returned for analysis. The customer's stated problem was verified. The device displayed error 102, the vib motor is causing this error and the motor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd-ms® 3 ambulatory infusion pump had a system fault issue. There was no patient involvement.